Event description:
A bent sensor tip was reported with the adc device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced symptoms of "clammy, sweaty and tired" and was unable to self-treat, requiring treatment of apple juices by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.